Event description:
It was reported pt had a loss of therapeutic effect. Pt had device programmed, but stated it only worked for a short period of time. Pt stated stimulation was felt in the wrong location. Pt noted increased baseline pain in the left and right leg and abdomen following the implant. Device was reprogrammed several times and implantable neuro stim (ins) was checked. It was noted and MFR representative stated system operated as expected and felt leads may not be in the correct location. However, pt was evaluated by an hcp whom stated he did not agree and informed pt leads were in the correct location and that the ins was malfunctioning. At the time of this report, no further details were provided. Additional info will be provided when available.

Manufacturer narrative:
(B)(4)